Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the sheath of the outer catheter dissected the coronary sinus during cannulation. The sheath was withdrawn and percutaneous transluminal coronary angioplasty (ptca) wire was used to reach the target vein and implant the lead. No additional intervention was performed and the patient was in stable condition.